Manufacturer narrative:
The device history record file was reviewed, and no discrepancy was found according to the failure mode reported. The physical sample was not returned however a video and images were submitted for investigation, with part number 92345 and supplier lot number 1098403. The root cause cannot be established on a used device and without product return. This product is manufactured by a supplier. The video, images, and a supplier notification was sent to the supplier to notify them of this complaint and to request an investigation of the reported issue. The supplier stated that no actions are warranted at this time, and they will continue to monitor any trends.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: the gastrostomy feeding tube, which was acquired on (B)(6) 2023 was installed and after a month and a half there was a water leak.